Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and oversensing. A new lead, different model, was successfully implanted. No adverse patient effects were reported.